Event description:
It was reported to philips that system was freezing, preventing geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information customer was performing coronary emergency treatment, and the procedure was completed as planned. It was reported that the system was freezing. Upon further inspection, philips field service engineer (fse) visited onsite and reviewed log file and found that the logs had multiple error codes pointing to multiple different sources of error and confirmed that the flex spot software was unresponsive. Fse loaded software from the scratch. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: device problem code and additional narrative philips has investigated this complaint. According to the additional information collected, the occurred during the coronary emergency treatment. Despite the system restarting itself, the procedure was completed as planned since imaging was possible. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing repeatedly, although imaging remained available. A review of the system logfiles found start up issue related to flexspot pc. Upon troubleshooting actions, the fse identified that the flexspot software was unresponsive. The fse reloaded the software from the scratch. After reloading the software, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.